Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint. The inflation valve and valve band were disconnected from the inflation port. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as #1527460-2013-00011 and #1527460-2013-00012. The complainant reported the balloon valve/band detached. The tube was inserted on (B)(6) 2012 and was replaced on (B)(6) 2012.